Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that she did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. The patient successfully resumed insulin. No further information available